Event description:
Tried to used for the first time, but tips will not open. Additionaly, the account stated that the physician was doing a roux-en-y gastric bypass procedure on a pt, but the grasper would not open. The account further stated that the grasper was opening and closing correctly before being used on the pt, but after it was inserted into the pt it would not open. The physician removed the grasper from the pt and got another one to finish the procedure. The procedure was completed without further incident.